Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this product has been explanted due to an unknown product performance issue. The device has since been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. Analysis found that the proximal segment of the lead was returned and found to be completely severed from the terminal pin. The inner coils of the lead was found to be stretched and fractured which was attributed to the lead extraction. Dried blood and was noted to be present in the terminal connector. As no specific observation was provided in the field, there were no observations to confirm.